Manufacturer narrative:
Citation: larroche j et al. Impact of aortic valve calcification severity on device success after transcatheter aortic valve replacement. Int j cardiovasc imaging. 2020 apr;36(4):731-740. Doi: 10.1007/s10554-019-01759-7. Epub 2020 jan 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding whether aortic valvular calcium score is associated with device success, major adverse cardiac events, and paravalvular leak after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between march 2011 to june 2016. The study population included 352 patients and was predominantly female with a mean age of 84 years. Of those, 151 were implanted with medtronic transcatheter valves: corevalve (144) and evolut r (7). No serial numbers were provided. Among all patients, 6 procedural deaths occurred, and 23 all-cause deaths occurred within 30 days post-implant. Medtronic and non-medtronic transcatheter valves were used in the study and no further details about the deaths were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events that were observed within 30 days post-implant included: permanent pacemaker implantation due to high-grade atrioventricular block; stroke (disabling or non-disabling); coronary artery obstruction that required intervention; second valve implanted during the index procedure; second aortic valve intervention (transcatheter or surgical valve implantation); mild-moderate-severe paravalvular leak; life-threatening bleeding; major vascular complications; and mean gradients greater than 20 mmhg. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.